Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock. This occurred while programmed to the alternate vector. Technical services (ts) analyzed device episode data and determined that the shock was inappropriate due to double and triple counting the small amplitude signal. System optimization was performed in clinic and the vector reprogrammed to secondary. Ts recommended that a patient-initiated interrogation (pii) be done to provide additional data. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.